Event description:
It has been reported to philips that the system did not turn on. When turning on the equipment, it is thinking, and it does not turn on. The device was in clinical use. No patient harm reported. The patient was transferred to another room to complete the procedure. During on site investigation the equipment started correctly, apparently there was an electrical problem in the room that affected the electrical board of the equipment. After several check-ups, the equipment is returned to the customer. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Review of the system log file showed "power issue¿.upon functional testing, fse found that the network panel was possible failure. As a troubleshooting action fse started the equipment and found that the electrical panel has been affected due to electrical problem in the room. Lateral which, fse checked the network grid and power supply and found that the grid came off, to resolve this issue, the philips field service engineer reset the network grid and restarted the system. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.